Event description:
It was reported that during follow-up, post-paced t wave oversensing was observed on stored egm. The patient was asymptomatic. Programming changes were made. The patient was stable.

Manufacturer narrative:
(B)(4).